Event description:
Report received of an over-delivery. The device was returned to the biomedical department with an unsigned note stating, "broken delivers too much volume". There was no tracking info, pump programming, or event data. There were no reports of any adverse pt events while the device was in clinical use. Multiple unsuccessful attempts were made to obtain additional info.